Event description:
It was reported that during implant, the patient experience diaphragmatic stimulation as a result of high threshold on the left ventricular (lv) lead. The lead was not implanted and a second lead was attempt. The second lead also resulted in diaphragmatic stimulation and high threshold. Another lead was implanted instead. The patient is a participant of the miracle ef study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.